Manufacturer narrative:
Investigation summary: one photo was provided to our quality team for investigation. Through visual inspection, it was observed that the barrel is blank and missing all its scale markings. Potential root cause for the missing print defect is associated with the printer process. These conditions are occurring below their expected frequency so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 9078856. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ syringe sterile had no markings on the exterior. The following information was provided by the initial reporter, translated from german to english: during the functional testing, it was noticed that one syringe had no graduation markings on the exterior so the drug withdrawal could not be performed.